Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed and three openings were found. A microscopic analysis identified a curved sharp opening on the posterior side in the same location of crease, assessed as a fold flaw opening and two curved striated openings on anterior side, assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp crease opening, assessed as a fold flaw opening and curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.